Event description:
It was reported that during the use of a smiths medical fluid warmer, the customer moved the slide knob to the plus side, but the pressure bag did not inflate. So he applied pressure to the bag manually. No adverse patient effects were reported.

Manufacturer narrative:
Other, returned device was received in good physical condition. During the evaluation of the device, the issue was able to be replicated. There was leakage from the pressure bag at the fitting. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the issue was able to be replicated. There was leakage from the pressure bag at the fitting. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.